Event description:
Blood borne pathogen exposure - happened in cardiac cath lab - case not known - used single glove for case; took glove off and noted watered - down blood next to his skin - from fingertip to palm; no indication anything wrong with glove before, during case; scrubbed with chlorhexidine immediately; no further actions taken.